Event description:
After the natrelle inspire cohesive breast implant was installed, I began having fluid blisters, a rash and small wounds that were treated with occlusive dressing over silvadene and neosporin. These issues continues as of (B)(6) 2019.